Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. It was reported that the patient had a history of inappropriate shocks due to oversensing of noise. An office follow-up found noise in all sensing vectors. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects it was reported that the patient had an inappropriate shock due to oversensing via a change in intrinsic morphology. The device was reprogrammed. Later, there was another inappropriate shock. Also, the smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services advised some options. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. It was reported that the patient had a history of inappropriate shocks due to oversensing of noise. An office follow-up found noise in all sensing vectors. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects it was reported that the patient had an inappropriate shock due to oversensing via a change in intrinsic morphology. The device was reprogrammed. Later, there was another inappropriate shock. Also, the smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services advised some options. There were no adverse patient effects.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in intrinsic morphology. The device was reprogrammed. Later, there was another inappropriate shock. Also, the smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services advised some options. There were no adverse patient effects.